Event description:
It is reported that the pt was revised due to loosening. It was also reported that the articular surface had some pitting along with oxidation noted.

Manufacturer narrative:
This report will be amended when our investigation is complete.